Manufacturer narrative:
The device in the incident is not distributed in the united states, however the hi/lo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hi/lo endotracheal tube is k871204. The lot number is unk and therefore the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be drawn without the device or the lot number.

Event description:
The customer reported that the cuff was pre-tested. During use the cuff could not be inflated and they reported that there might be a pin hole on the cuff. The tube was removed and the pt was re-intubated.